Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, underweight and broken shell. A microscopic analysis was performed which identified, striated broken on radius. Based on the device analysis the final assessment is: striated broken on radius assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. The device has been explanted and replaced.